Manufacturer narrative:
This report is being supplemented for correction to b3, provide additional information and legal manufacture's (lm) investigation results.the lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified.olympus provided the following result of the culture test, performed at the third-party labs: sampling date: apr 18, 2024 sampling from: all channels cfu: 1cfu (colony forming units) bacterial identification: micrococcaceaethe device was evaluated where no abnormalities were found that could have led to the reported event.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >400 colony forming units (cfus) of serratia sp, citrobacter freundii complex, stenotrophomonas maltophilia, and pseudomonas aeruginosa. After testing again two days later, the device tested positive for >400 colony forming units (cfus) of pseudomonas aeruginosa and escherichia coli. After testing again on the next day, the device tested positive for >400 colony forming units (cfus) of pseudomonas aeruginosa and escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.